Event description:
Caller states that during a proficiency study, the following results were obtained on the coaguchek s system: 1) 5.3 inr with a mean of 3.29 inr (survey range 1.7 - 4.8 inr) no adverse event reported. Requested return of suspect system; however, caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
The patient had a blister on the right side of her buttock. The patient was told by her physician assistant that it was shingles. The patient saw a wound care specialist and was told she had an ulcer. The patient also feels wires under her skin and thought a wire had come "loose." The patient was in good condition. The patient was redirected back to her healthcare professional.